Event description:
(B)(6) hospital reported, reservoir temperature was not matching the temperature read by the cpu. The biomedical technician for (B)(6) hospital, mr (B)(6) stated that all scopes were reprocessed during the time of the alarms and no reports of patient injury.

Manufacturer narrative:
On (B)(6) 2010, the biomedical technical engineer for (B)(6) hospital, mr (B)(6) contacted medivator's technical service in regards to problems with their endoscope reprocessor powering up and down. Minntech technical service instructed the facility to unplug ribbon cables, nvram, connect ribbon cable, reprogram, and turn off sheath test, test and check the program.on 7-14-2010, mr (B)(6) contacted medivators technical department after the machine was found in default setting again. The temperature monitoring was not turned on. Medivators tenchnical service suggested they replace the cpu and 5 v ps. The reservoir temperature was not matching the temperature read by the cpu. Mr (B)(6) stated that he would get a thermometer to see which is correct. On 7-15-2010, medivator's contacted the facility to verify that scopes reprocessed during the temperature issues, were not used on patients. It was explained that the temperature can be found on the printouts. Mr (B)(6) stated that he was very busy this week and may not be able to look into this, he believes that only two scopes were processed without temperature monitoring and they were reprocessed again after it was fixed.on 7-21-2010, a medivator's clinical sales specialist contacted mr (B)(6) to discuss the problem. Mr (B)(6) informed her that the facility was not keeping print outs and the cpu board was replaced so he is unable to retrieve the log. Mr (B)(6) did not wish to provide ms. Weaver additional contact information.on 7-22-2010, mr (B)(6) contacted medivators to clarify that the problem was taken care of and that all scopes were re-processed during the time of the alarms. Medivators offered to provide educational services and discuss this issue with the director of the department. Mr (B)(6) stated he would get back to her if it was necessary.problem was resolved by phone, with medivator's technical engineer and the biomedical technician for (B)(6) hospital. The facilities biomedical technician declined further assistance from medivator's at this time.